Manufacturer narrative:
Macroscopic and microscopic examination of the explanted device revealed patch tear due to damage during assembly causing inner lumen deflation.

Event description:
Deflation resulting in explantation.